Event description:
It was reported that after primary surgery, patient still had pain and swelling in right knee. Patient had a cortisone shot and bone scan showed implant was loose. Patient then had a revision and is feeling better.

Manufacturer narrative:
An event regarding pain involving a triathlon baseplate was reported. The event was confirmed. A review of the provided medical records and x-rays by a clinical consultant concluded: ¿the components are noted not to be loose at revision surgery and were removed with osteotomes. There is no evidence of component migration on serial x-rays. There is no evidence that factors of faulty prosthetic design, manufacturing, or materials were responsible for this clinical situation.¿ DHR review was satisfactory. There have been no other similar events for the lot referenced. The reported tibial component loosening was not confirmed as it was discovered during revision surgery that the component was fixed. A CAPA trend analysis was conducted for the reported failure mode and concluded pain may result from other factors not necessarily related to the device. No further investigation for this event is possible at this time.

Event description:
It was reported that after primary surgery, patient still had pain and swelling in right knee. Patient had a cortisone shot and bone scan showed implant was loose. Patient then had a revision and is feeling better.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information has been requested. Should additional information become available it will be reported in a supplemental report upon completion of the investigation. Device not returned to manufacturer.